Event description:
The patient was revised after the stem broke at the hole. The dr commented it did not appear to be well fixed proximally. The pt is not doing well and pt's size information is not available.